Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the monitor would not recognize the hub of the data management system. The user was unable to open the communication port. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.